Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer called to report reservoir lip ring is cracked. Inquired what led up to the complaint. Customer response: became aware when changing reservoir yesterday. Customer advised to disconnect from the pump. Type of damage: cracked. Location of the damage: reservoir lip ring. How damage occurred: unknown. Customer reports damage to the pump. Troubleshooting not performed and blood glucose unknown.